Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin flow blocked alarm. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the alarm occurred during fill tubing. Customer was not able to troubleshoot at time of call. Unable to determine the cause of the issue. The troubleshoot was not performed for high glucose. The product will not be returned for analysis.